Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set tubing was detached while the patient was inserting the infusion set. The site location was patient's tummy. The pump was worn on the opposite side. The infusion had been in use for less than 1 hour and the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.